Event description:
Rn prepared to insert midline catheter when unable to separate flush "y" port from catheter hub. Did not use catheter w/ defect. Inserted catheter of different lot # & size w/o product problem on complications.